Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: make sure your transmitter is snapped in completely.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer had not snapped the transmitter firmly into place. The transmitter ultimately regained connection with the pump after the customer snapped the transmitter in completely. No additional patient or event information was available.